Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that the blue spongy piece on the maxplus clear valve is not bouncing back when the syringe is removed.

Manufacturer narrative:
The customer's report could not be confirmed. A visual inspection of the samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's report. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
The reported feedback suggests that the blue spongy piece on the maxplus clear valve is not bouncing back when the syringe is removed.